Event description:
It was reported while mapping the left atrium with the reflexion spiral catheter, removal difficulties occurred. The physician inserted the reflexion spiral catheter into the left ventricle via transseptal access. He then began to create geometry using navx. When the physician attempted to place the catheter around the ripv he flexed the catheter 180 degrees and was unable to move the catheter out of the 180 degree flexion. The physician spent several mins manipulating the catheter in an attempt to pull it back into the sl1 sheath. The catheter would not straighten. On fluoroscopy, the loop portion of the catheter appeared to be caught on itself and the sheath. The physician pulled the catheter and sheath across the septum into the right atrium. At this point, the catheter released and was able to be pulled safely into the sl1 sheath. The physician successfully completed the procedure with an sjm 90/180 reflexion spiral catheter. There were no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.